Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was successfully punctured and inserted the guide wire but found that the guide wire could not be advanced in the blood vessel. It was found that the guide wire was stuck at the proximal end of the tube, and further surgery could not be performed, so it had to be completely removed with the puncture needle. The guide wire was coiled or unraveled. The patient's blood vessels were severely fragile, further making the surgery difficult. The guide wire was broken into pieces. The guidewire implantation failed and there was a puncture wound. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. No tools used when trying to remove the guidewire. No excessive force required to remove the guidewire. The needle used the one included in the kit. The guide wire used the one included in the kit. The dimension(s) of the needle matched what was indicated on the label. The dimension(s) of the guide wire matched what was indicated on the label. There was no dimension issue. No other visible defect/damage found on the needle. It was unable to observe the device prior to use. Flushing done prior to use. No other products being utilized with the device. The product was replaced with a new set of products of the same product ID (identifier) and lot on the same day as remedial action and the procedure was completed. Post procedure, x-ray was done as part of insertion procedure. There was unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. No other medical intervention/treatment required as a result of the event. The patient's status after the event was healthy. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was successfully punctured and inserted the guide wire, but found that the guide wire could not be advanced in the blood vessel. It was found that the guide wire was stuck, and further surgery could not be performed, so it had to be completely removed with the puncture needle. The guide wire was coiled or unraveled. The patient's blood vessels were severely fragile, further making the surgery difficult. The guide wire was broken into pieces. The guidewire implantation failed and there was a puncture wound. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. No tools used when trying to remove the guidewire. No excessive force required to remove the guidewire. The needle used the one included in the kit. The guide wire used the one included in the kit. The dimension(s) of the needle matched what was indicated on the label. The dimension(s) of the guide wire matched what was indicated on the label. There was no dimension issue. No other visible defect/damage found on the needle. It was unable to observe the device prior to use. Flushing done prior to use. No other products being utilized with the device. The product was replaced with a new set of product as remedial action and the procedure was completed. Post procedure, x-ray was done. There was unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. Aside from x-ray, no other medical intervention/treatment required as a result of the event. No other harm reported. The patient's status after the event was healthy.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the coiling of the guide wire had become unraveled and that the guide wire was stuck in the puncture needle. Once removed, a solid substance, with an adhesive like appearance, was spotted and was suspected to be the reason behind the blockage. It was reported that the guide wire was unable to withdraw. It breaks apart and has issue. The guide wire was also frayed, coiled and unraveled. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was successfully punctured and inserted the guide wire, but found that the guide wire could not be advanced in the blood vessel. It was found that the guide wire was stuck, and further surgery could not be performed, so it had to be completely removed with the puncture needle. The guide wire was coiled or unraveled. The patient's blood vessels were severely fragile, further making the surgery difficult. The guide wire was broken into pieces. The guidewire implantation failed and there was a puncture wound. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. No tools used when trying to remove the guidewire. No excessive force required to remove the guidewire. The needle used the one included in the kit. The guide wire used the one included in the kit. The dimension(s) of the needle matched what was indicated on the label. The dimension(s) of the guide wire matched what was indicated on the label. There was no dimension issue. No other visible defect/damage found on the needle. It was unable to observe the device prior to use. Flushing done prior to use. No other products being utilized with the device. The product was replaced with a new set of product of the same product ID (identifier) and lot on the same day as remedial action and the procedure was completed. Post procedure, x-ray was done as part of insertion procedure. There was unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. No other medical intervention/treatment required as a result of the event. The patient's status after the event was healthy. There was no reported patient injury.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was successfully punctured and inserted the guide wire but found that the guide wire could not be advanced in the blood vessel. It was found that the guide wire was stuck, and further surgery could not be performed, so it had to be completely removed with the puncture needle. The guide wire was coiled or unraveled. The patient's blood vessels were severely fragile, further making the surgery difficult. The guide wire was broken into pieces. The guidewire implantation failed and there was a puncture wound. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. No tools used when trying to remove the guidewire. No excessive force required to remove the guidewire. The needle used the one included in the kit. The guide wire used the one included in the kit. The dimension(s) of the needle matched what was indicated on the label. The dimension(s) of the guide wire matched what was indicated on the label. There was no dimension issue. No other visible defect/damage found on the needle. It was unable to observe the device prior to use. Flushing done prior to use. No other products being utilized with the device. The product was replaced with a new set of product as remedial action and the procedure was completed. Post procedure, x-ray was done as part of insertion procedure. There was unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. No other medical intervention/treatment required as a result of the event. The patient's status after the event was healthy. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was successfully punctured and inserted the guide wire, but found that the guide wire could not be advanced in the blood vessel. It was found that the guide wire was stuck, and further surgery could not be performed, so it had to be completely removed with the puncture needle. The guide wire was coiled or unraveled. The patient's blood vessels were severely fragile, further making the surgery difficult). The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The guidewire implantation failed and there was a wound. There was no reported patient injury.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was successfully punctured and inserted the guide wire, but found that the guide wire could not be advanced in the blood vessel. It was found that the guide wire was stuck, and further surgery could not be performed, so it had to be completely removed with the puncture needle. The guide wire was coiled or unraveled. The patient's blood vessels were severely fragile, further making the surgery difficult. The guide wire was broken into pieces. The guidewire implantation failed and there was a wound. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. No tools used when trying to remove the guidewire. No excessive force required to remove the guidewire. The needle used the one included in the kit. The guide wire used the one included in the kit. The dimension(s) of the needle matched what was indicated on the label. The dimension(s) of the guide wire matched what was indicated on the label. No other visible defect/damage found on the needle. It was unable to observe the device prior to use. Flushing done prior to use. No other products being utilized with the device. The product was replaced with a new set of product as remedial action and the procedure was completed. Post procedure, x-ray was done. There was unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. No other harm reported.